Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4) . However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 02-08-2023 for transmitter with lot number 5317535. However, transmitter with lot number 5317535 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over 1 hour was found for lot number 5318488 within the investigation window. The allegation was confirmed. The probable cause was determined to be the probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.